Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer got readings of 150 mg/dl, 170 mg/dl, 254 mg/dl, and 130 mg/dl within ten minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.